Event description:
In 1994 pt underwent left total hip replacement. Post-op, in 2002, x-ray revealed the ceramic femoral head had fractured. As a result, the hip was revised where the ceramic head was removed and replaced.

Event description:
It is reported that in 1994 pt underwent left total hip replacement. Post-op, in 2002, x-ray revealed the ceramic femoral head had fractured. As a result, one month later, the hip was revised where the ceramic head wass removed and replaced.